Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack in the middle of a minicap. This was noted before use. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: device evaluated by MFR?, device manufacture date, evaluation codes. The device was received for evaluation. A visual inspection was performed and identified a crack in the cap. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however, the cause could not be determined. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.